Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, gastrointestinal videoscope exhibited foreign material in the nozzle and on the surface of the objective lens . There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. The device was evaluated where it was confirmed that foreign material was also found adhered around the nozzle. Based on the results of the investigation, an analysis of the foreign material in the nozzle, organic silicon was detected. It is thought to be a chemical whose main component is organic silicon (antifoaming agent, lens anti-fogging, etc.), but as its origin is diverse, we were unable to identify it. A root cause was unable to be identified, but it is suspected that it was a residue of a chemical that had adhered to the case for some reason, or a detergent that had not been completely removed during reprocessing, which had solidified. An analysis of the foreign material around the nozzle detected silicates and organic silicones. It is believed that the silicates may have originated from tap water or chemicals, while the organic silicones may have originated from chemicals such as antifoaming agents. A root cause was unable to be identified, but it is speculated that they may have been solidified as a result of chemical residues that had adhered to the surface during the case or that had not been completely removed during reprocessing. The foreign material around the objective lens was analyzed and protein was detected. It is speculated that the protein may have originated from humans, protein-based drugs, bacteria, etc. A root cause was unable to be identified, but it is speculated that it may have been a result of drug residue that had adhered during the case or detergent that had not been completely removed during reprocessing. Olympus will continue to monitor field performance for this device.